Event description:
Patient was implanted with universal spine system (uss) construct posteriorly from l4-s1 skipping level l5 on (B)(6) 2008 for an l5 hemangioma. On (B)(6) 2008, patient was implanted with synex cage at l5 from an anterior approach. Initially the surgeon thought the synex cage appeared to look like it might be crooked or tilted (event captured in complaint (B)(4)). Patient returned to the operating room (or) on (B)(6) 2013 for revision surgery. The surgeon performed a posterior revision on the patient on (B)(6) 2013. The surgeon reported the patient had a nonunion and the patient complains of back pain that has become worse in the past three (3) months. Reportedly the patient has had pain for the past few years. The surgeon removed the entire uss construct. Patient was revised to a new uss construct. The surgeon also extended the levels to l3-ilium while skipping l5. During the removal, the s1 screws were reportedly very loose in the pedicles and were easily removed. The l4 screws were solidly anchored in the bone but were removed and replaced with longer screws. The surgeon plans to achieve a solid posterior fusion and leave the synex cage as it is in l5. The new posterior hardware spans from l3-ilium. It was reported all of the posterior hardware was intact. During the posterior revision surgery on (B)(6) 2013, while connecting the rod to the right iliac screw, the nut was cross-threaded on the screw, and damaged the screw. The nut and screw were replaced, and then engaged properly. In addition, the graft pusher handle split when impacted with the mallet, as the surgeon was performing the interbody fusion at l3-l4 with the transforaminal posterior lumbar interbody fusion (t-plif) spacer set. All pieces of the broken handle were retrieved, and another sterile set was available to retrieve another graft pusher. There was less than 15 minute delay total for the cross-threaded nut and screw, and the broken graft pusher handle. Surgery was completed. This is 3 of 16 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The device history record was reviewed and a mrr was found on p/n 394.571.01 lot #4540828 for l1 undersize on supplier parts. The parts were checked 100% and 1 part out of 47 was found nonconforming for l1 and the 1 nonconforming part was scrapped. This nonconformance is not relevant to this complaint because the issue is with the shaft not the handle that broke when impacted with mallet. No issues were found during manufacture that would contribute to the complaint condition. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was conducted. The report indicates the plif graft pusher was returned broken, split along the length of the handle. The pin was bent in the direction of force. The part and lot number etching are readable. One plif graft pusher (part # 394.571 lot # 4663922) was returned for reportedly breaking during an l3-l4 interbody fusion using the t-plif spacer set. The instrument is used to facilitate insertion of autogenous cancellous bone graft or bone substitute into the disc space. Product drawings were reviewed during the investigation. The plif graft pusher is designed to push autogenous bone down the plif graft funnel pre and post placement of the t-plif implant. The bent pin suggests that a vertical force from a mallet/hammer caused the phenolic handle to break. The lack of an impaction cap at the end of the handle indicates that the handle is not designed to be impacted. The user may have impacted the pusher in order to pack the autogenous bone however a graft packer is included in the instrument set for that purpose. Review of the drawing found the design adequate for its intended use. The design of the phenolic handle was also found to be adequate for its intended use.